Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus pen could not be calibrated. It was also indicated that the keyboard hinge and programmer cover was broken. It was also indicated that programmer had a software error. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus was not calibrated and that the keyboard was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.